Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. An attempt to reproduce the reported issue was not performed as it was already confirmed through device compatibility review. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version g. Upon review of the compatibility list, it was confirmed that device customer is using samsung galaxy a50, android 11 is not supported for simplera 1.5.0 app. Helpline was informed of this incompatibility and asked to communicate this information to the customer with recommendations to use a mobile device listed on the compatibility list. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device is no longer compatible alert after updated the simplera app. The customer reported no adverse event. The event involved product(s) mmt-8401. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8401.